Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va0cv7p014, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was inadequate pain relief. The outcome was reported as resolved without sequelae. Interventions included explanting and replacing the lead. The etiology was noted as possibly related to the device or therapy and unlikely related to the procedure. The patient reported inadequate pain relief in the left foot. Relevant medical history included: non-malignant pain, complex reg pain syndrome type I .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause of the inadequate pain relief was not determined. The patient¿s indication for use was complex regional pain syndrome ii.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, lot# va0ccb7p013, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.